Manufacturer narrative:
(B)(4)

Event description:
It was reported during storage of bag, the clinician noted fluid was leaking from the bag. Follow up information states it is not known how long the bags were in storage when this occurred. It was noted the customer opened an additional two kits and filled them with water for testing and both bags leaked at different points from the top at the catheter insertion site.

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because the complaint sample was not returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the drainage bag leaking could not be determined based upon the information provided and without the complaint sample. No further action will be taken.